Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high and low blood glucose level. The customer¿s blood glucose level was 55 mg/dl at the time incident. The customer reported that two sensor failed and the cannula was bent. The customer¿s blood glucose level was 45 mg/dl. The customer had high blood glucose level twice a day up to 400 mg/dl. The insulin pump will not be returned for analysis.